Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported when performing a gas exchange (before the procedures, during calibration), the users throat dries up and perceive a metallic taste. Reporter additionally indicated there is a constant fan noise causing discomfort from the uninterrupted power supply.

Manufacturer narrative:
The field service engineer (fse) was at the facility and performed the routine gas change of the system. The reported odor and taste during all the automatic process of gas change could not be perceived by the fse, or anyone else. Fse system check has not detected any failure. The fse changed fans and halogen filter. Leak tests performed before and after changing the filter are within limits. The noise of the uninterruptible power supply (ups) fans continues at the same levels, and is considered normal. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).